Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alert malfunction was identified in the pump logs; however, no failure was identified. Additionally, the alleged cartridge change error malfunction was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge change errors and multiple incomplete load alerts during the load process. Tandem technical support explained the cause of the alert (began the load process but did not complete the process within 3 minutes), however the customer believed that the process took less than 3 minutes. The customer's blood glucose level was 195 mg/dl. Reportedly, the customer would continue use of the pump however the customer also has manual injections available.